Event description:
We received what appears to be a defective and malfunctioning enuresis alarm. A brand new device was purchased and received by us today. The device is erratic and is either powering on or off and at times when it is on, gets hot, then powers off and cools off and the cycle repeats. All this with nothing being done to it. When it gets hot, the heat is unbearable and certainly can't be worn by a child at night. Actually on the very hot side which can burn skin.